Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.

Event description:
The customer contacted baxter's service center regarding therapy assistance which occurred on the homechoice (hc) during dwell 1. The home patient (hp) stated that when attempting to reconnect to the patient line during dwell, he had touched the tip of his transfer set with his finger. The technical service representative (tsr) advised the hp to contact his registered nurse (rn) for further advice. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the rn on (B)(4) 2012. She stated that the patient had spoken to another nurse about this incident. There were no adverse effects reported in relation to this event, and the patient has been continuing therapy successfully on the homechoice.